Manufacturer narrative:
The suction as returned to the manufacturer for evaluation. Testing found that the instrument had difficulties verifying when attached to a known operational instrument tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing equipment, the straight suction would not verify. It was noted the electromagnetic navigation setup was sufficient and all other instruments verified. There was no patient present when this issue was identified.